Event description:
It was reported that the customer was in the emergency room on (B)(6) 2014 for low blood glucose levels. Customer stated that her blood glucose level was 415 mg/dl and most recently it was 315 mg/dl. Customer was told not to treat her blood glucose level when she was in the emergency room and to wait to see her blood glucose levels in the morning. Customer was getting her neck x-rayed and her blood glucose level dropped to 20 mg/dl. The paramedic gave her a shot that brought her out of it and she was taken to the hospital. The doctor gave her the settings to change, but she waited to call in the morning for assistance. Customer has been having lows for about 2 weeks. Customer was advised to disconnect from the pump. Customer did not want to troubleshoot for low blood glucose levels. Customer stated that she knows it was due to basal rates needing to be adjusted. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).